Manufacturer narrative:
(B)(4). The device has been rec'd and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.

Event description:
Biomed received a pc unit and pump module that reported "clamp closed, pt rec'd an electric shock. There was a burnt electric smell." Biomed said he checked the iui's and plug and everything looks fine. He wants to send the devices in for further investigation. No pt harm reported and no medical intervention required. The customer did not provide any add'l pt or event details.